Event description:
It was reported that episodes of noise were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. Provocative testing was performed and the noise was able to be reproduced, but no further intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.